Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on october 26, 2023.

Event description:
On september 4, 2023, a patient contacted impulse dynamics technical support because their optimizer smart mini device had entered ccm down mode due to an a09 error code, according to the display on their ipg charger. On (B)(6), the patient's ipg was reset, reprogrammed, and interrogated by field staff at the implanting physician's office. The interrogation of the ipg yielded a "telemet error: down_charge_current_too_high" error. Analysis of the ipg log files confirmed this is the same, known high charge current issue that has affected several other ipgs, and the patient and caretaker were advised to keep the ipg charged only to 75 percent battery capacity (3 of 4 bars displayed on the charger) to avoid the ipg entering down mode again. The patient agreed and has continued to receive ccm therapy as normal since this advisement. The permanent fix for this issue will be implemented as part of a future firmware update that is currently pending finalization before being submitted to FDA for review and approval.